Manufacturer narrative:
E1: initial reporter phone no: (B)(6). H11: the device was received for evaluation. During functional testing, the reported problem "upstream occlusion" was not reproduced. Evaluation had the device sent to flow line for upstream occlusion testing with a passed result. A review of the event history log revealed "upstream occlusion!" Messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was the failed ultrasonic sensor. The ultrasonic sensor required to be replaced to address this issue. During functional testing, the reported problem "when infusion should have been completed the bag was still full of fluid" was not reproduced. Evaluation had the flowline run a flow test with a passing result. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. The cause of the condition was undetermined. No pump correction required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump intermittently alarmed upstream occlusion and when infusion should have been completed the bag was still full of fluid. This occurred during delivery. There was no report of patient injury or medical intervention associated with this event. No additional information is available.